Manufacturer narrative:
B5: corrected please refer to the new attached analysis report.

Event description:
Reportedly, the remote monitoring report showed an episode with 4 atp therapies; however, only 2 atp therapies were indicated on the therapy overview. Preliminary analysis revealed that the device behaved as specified.

Event description:
Reportedly, the remote monitoring report showed an episode with 4 atp therapies (observed in the tachogram); however, only 2 atp therapies were shown on the egm. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the remote monitoring report showed an episode with 4 atp therapies (observed in the tachogram); however, only 2 atp therapies were shown on the egm. Preliminary analysis revealed that the device behaved as specified.